Manufacturer narrative:
H6: component code: g01003 . The complaint investigation for false positive results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Tracking and trending did not identify any trends for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot. A review of labeling concluded that the issue is sufficiently addressed. The overall performance of architect total b-hcg reagents reviewed using field data gathered from customers worldwide and suggested that the performance of the lot is acceptable. Based on our investigation, no systemic issue or deficiency of the architect total b-hcg for reagent lot 19564ui01 was identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Was this device serviced by a third party? No. No further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect total b-hcg result for a (B)(6) year old female patient. The following data was provided (reference range: <5 miu/ml is negative): initial result = 1489.02 miu/ml, repeat = <1.2 miu/ml additional laboratory data was provided: e2 result = 23 pg/ml, progesterone result = 0.6 ng/ml no impact to patient management was reported.